Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when she was changing the infusion set and reservoir. Customer's blood glucose level was 188 mg/dl. The insulin pump got stuck in the rewind loop and alarmed no delivery multiple times while troubleshooting for the no delivery alarm. Insulin did not exit. The insulin pump did not exit the rewind complete or bolus delivery loop and complete the fill tubing process successfully. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm; the insulin pump primed properly and no prime fill anomaly or rewind anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has scratched reservoir tube window and cracked reservoir tube lip.